Event description:
The facility reported an infusion pump with failure code 810:11. It is not known if the failure occurred while infusing on a patient. The facility representative stated that no patient injury was reported on this pump since the last baxter service event. Information regarding additional contacts, patient demographics, medication involved, or pump programming was requested but none was provided.

Manufacturer narrative:
The actual device was received and is awaiting an evaluation. A follow up report will be submitted upon completion of testing or if additional information is obtained. A review of the two-year service history shows no similar reports for this device's serial number.